Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date in 1992. Subsequently, a revision procedure has been indicated due to pain and poly wear; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date in 1992. Subsequently, a revision procedure has been indicated due to pain; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).